Manufacturer narrative:
H6. This complaint is for misidentification when using phoenix panel nmic/ID-307 (449289) batch number unknown. The customer also noted that they are encountering mis-ID¿s when using macconkey agar. Subsequent follow up with the customer indicates that "the organisms they have saved no longer have reports as they have deleted the incorrect panel data from the system and re-ordering a new panel as the same isolate. They are unable to provide additional details and do not have the time to gather the requested information due to staffing vs workload". The customer did not provide isolates for this complaint, panel returns, or phoenix generated lab reports or binary files for the investigation. Note the customer provided isolates for associated pr# (B)(4). As part of the investigation, bruker maldi was used to identify the customer isolates. Maldi provided the following results for the customer returned isolates (associated pr#(B)(4) ): sample #25895262- p. Mirabilis. Sample #25911609- e. Coli. Sample #25890032- e. Coli. Sample #25891845- k. Pneumoniae. Sample #25896091-p. Mirabilis. The five (5) customer returned strains were subcultured on to trypticase soy agar plus 5% sheep¿s blood plates (bd material#221261) and macconkey ii agar plates (bd material #221270) in preparation for phoenix testing. All strains were run on retention samples of nmic/ID-307 phoenix panels material #449282 batch #3018296 on a phoenix m50 instrument. Two panels were tested per each customer returned isolate. In addition, retention samples from the same panel material but a different batch number were tested with in house qc isolate e. Coli (a25922) on a phoenix m50 instrument. For a total of twelve (12) panels tested. During the investigation, all customer provided strains identified correctly, regardless of if they were subcultured on bd trypticase soy agar plus 5% sheep¿s blood plates or bd macconkey ii agar plates. The retention panels tested with qc isolate a25922 from the same material, but a different batch number also identified correctly, regardless of the media type. Therefore, this complaint is not confirmed. A review of quality notifications could not be performed as no batch number was provided. A review of complaints could not be performed as no batch number was provided. Complaint trending was performed, and no trends were identified associated with this defect (mis ID). Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns. H3 other text : see h10.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: customer reports getting incorrect bacterial identification with clinical samples when using the phoenix m50, ap and epicenter.

Manufacturer narrative:
D.3 common device name: system, test, automated antimicrobial susceptibility. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.7 initial reporter add 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the panel phoenix nmic/ID-307 that there was misidentification. The following information was provided by the initial reporter: customer reports getting incorrect bacterial identification with clinical samples when using the phoenix m50, ap and epicenter.